Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 14. On 2023-06-21, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and bleeding. No further patient complications were reported.